Event description:
Healthcare professional reported right side rupture. Device has been explanted and discarded after surgery.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Healthcare professional additionally reported "contracture " baker grade unknown. Device has been explanted.